Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with a broken cord was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. The device history record review shows pump data card discarded per doc. 20j retention period. The device has not been previously sent into service for the reported condition of broken cord.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with a broken cord. This condition was found during biomed testing in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. The device was also being returned for final rental return. No additional information is available.